Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue is not resolved. Advanced bionics is in the process of gathering more information. Once more information is received, a supplemental report will be submitted.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. In addition, a slight dent was observed on the top cover. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device passed one of the electrical tests performed. The device passed all of the mechanical tests performed. The open device visual inspection confirmed multiple cracks along the hybrid. The reported complaint of loss of lock with the device was verified during this analysis. The device was received with multiple cracks along the hybrid. A CAPA was implemented. This is the final report.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. In addition, a slight dent was observed on the top cover. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device passed one of the electrical tests performed. The device passed all of the mechanical tests performed. This is an interim report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.